Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete the lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the jaws on the expressew iii w/hook device broke while it was inside the patient. Another like device was used to complete the procedure with a 45 minutes of delay thus the anesthesia was extended for the patient. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the jaws of the device broke while it was inside the patient. Thethe lost part of the device was found. After a few minutes wasted, the operation ended well using another device. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The complaint device was received and evaluated. Visual observations revealed that the device was in worn condition as it had some scratches and marks. Also, the pin jaw from the shaft was not in place; also, the hooked and lower jaw were broken. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. No information was provided on how or when the failure has occurred; therefore, a definitive root cause could not be determined. This type of failure is observed when the shear pin within the device handle has failed, eliminating the link between the jaw lever and the actuator, preventing the jaw from functioning. This shear pin is a design feature to ensure that in the event that excess tissue is clamped, link failure occurs within the handle and will prevent loose bodies from exiting the device; as it is a reusable device, the failure may have occurred after using it in this way for many procedures and could have been damaged before use. However, given the evidence we cannot discern a definitive root cause for the reported failure. As per IFU, do not use if product is damaged or sterile barrier is compromised. Also, inspect the expressew iii flexible suture passer prior to use to ensure proper mechanical function; with the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the procedure, the jaws of the device broke. The complaint device was not returned, despite the multiples attempts for product return, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data d4: the device serial number was reported as unknown in the initial report and has been updated accordingly. The device UDI has also been updated accordingly. UDI: (B)(4).